Event description:
It was reported that surgery time was delayed during a surgical procedure. The tube broke inside the canal. Health professionals were able to remove the fragments without further incident.